Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Pump was not returned. Data logs confirmed low alarms but did not match any known optical patterns. The cause of the optical signal issue was not determined since product was not returned, inconclusive data logs review, and insufficient clinical details.

Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, placement signal suddenly changed and was abnormal. Support continued without interruption. No known patient harm or injury was reported.